Manufacturer narrative:
(B)(4). Retainer ring = black. Insulin pump passed the displacement test, active current test and self test. Pump failed the sleep current test. A test case was swapped out with no effect. A working test pcba 1 was swapped out and the sleep current passed. High sleep current isolated to pcba 1. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, pump failed the sleep current test. A low battery alert [(B)(6) 2021 12:21:14], change battery alert [(B)(6) 2021 19:52] and off no power alert [(B)(6) 2021 20:23] was found in the history file on the event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm.. Customer not used suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.